Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 43 while using the ilet system; no external insulin was given, the pump continued dosing until glucose reached 70, the pump was then paused for 30 minutes, carbohydrates were administered, and glucose stabilized to 91 before later rising to 200, with the initial cause unclear. Symptoms included dizziness, shaking/tremors, and sleepiness/drowsiness. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.